Manufacturer narrative:
The device was returned for evaluation. Per the evaluation, the right side frame was broken. However, the underlying cause could not be determined. Additionally, the drive cylinder was bent and broken, and the rear wheels were worn and torn. Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair is old and worn out. The device was returned for evaluation. Evaluation completed on 8/17/2016. Per the evaluation, the right side frame was broken.